Event description:
It was reported that in preparation for an unspecified procedure, a stent package seal was compromised. The express vascular stent 7.0x40mm "opened too easily." The user felt that the package was not correctly sealed, which caused concern about sterility. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's condition is reported as "no consequences." This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B) (4).